Event description:
The customer reported that the system had a communication failure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the spare part which had been previously placed. The system was tested and found to be working as intended and put back in service.